Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and third party data analysis. MFR report # 3002808148 - 2023 - 05746. Patient identifier: (B)(6). Additional information based on the legal manufacturer's investigation: please see updates to h6 and h10. The hygiene microbiological investigation report indicated the channels of the scope were cultured. All channels were sampled. 1st round of testing occurred on (B)(6) 2023 revealed: 4ufc of gram-positive bacteria were detected. 2nd round of testing occurred on (B)(6) 2023 confirmed that all detected amounts of bacteria were less than 1cfu. The device evaluation revealed the following findings: mouth guard piece for endoscopy was damaged/scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, during reprocessing, the oes cystonephrofiberscope tested positive for 1 colony forming units (cfus) of micrococcaceae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The hygiene microbiological investigation report indicated the channels of the scope were cultured and tested positive for 1 colony forming units (cfus) of micrococcaceae. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Correction to b3 and d9, b3 and d9 dates were inadvertently left out of the previous reports. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of cyf-5 describes the reprocessing methods in the following chapters: chapter "reprocessing workflow for endoscopes and accessories" chapter "reprocessing the endoscope" olympus will continue to monitor field performance for this device.